Event description:
It was reported that the patient presented for a left ventricular (lv) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, the lv lead got dislodged. The lead was removed and replaced in the same procedure without further incident. The patient was stable condition.